Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Analysis was performed by a philips bench repair technician (brt). Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate no speaker sound at start up test. Failed on the mt56060 tool. The brt replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. Based on the information available in the case and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported that the device had no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.